Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the harmonic ace involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The instrument was found to have a blade broken. The blade broke at roughly .22 from the base. Broken piece was not returned. Cracked or broken blades are triggered by any inadvertent contact with staples, clips, or other instruments while the device is activated. In addition, scratches on the blade tip may also lead to premature blade failure. Blade damage may be detected by the generator with a solid tone or an error.

Event description:
It was reported that during a da vinci-assisted gastrectomy surgical procedure, the tip of the harmonic ace instrument broke upon firing. The assistant retrieved the broken piece from the body. The procedure was completed with a backup da vinci instrument of the same kind, and there was no other reported injury. Due to the alleged issue, the procedure was delayed by 20 minutes. All fragment(s) were retrieved through the assistant port, and the customer confirmed no remaining fragments with the endoscope. No additional surgical procedures were required. The patient has not returned to the hospital due to post-surgical complications related to retaining a foreign object. The customer is unable to release patient demographic information for this event. No information was provided pertaining to the patient's history, pre-existing medical conditions, or tests/laboratory data specific to the incident. The instrument was inspected prior to use. The instrument was used for 1 hour and had no functionality issues prior to the breakage. The customer was unsure if the harmonic insert collided with any other instruments or other hard material. The surgeon had no issues with removing the instrument from the arm prior to the breakage. Upon final removal of the instrument, the customer did not feel any resistance upon removal of the instrument through the cannula. There was no damage to the cannula. The surgical staff did not see any other damage to the instrument after the event occurred.